Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins). It was reported that ever since he had an implantable neuro stimulator (ins) system it never helped with his pain. Rep stated it caused his legs to swell up so bad that he had the system removed. The patient stated he is unsure of what manufacture ins system was. Patient indicated now they are looking for pain pump. No further patient symptoms or complications were reported in this event.